Manufacturer narrative:
No service on the ventilator was requested. The user facility reported that the nozzle unit in the o2 gas module was broken and the expiratory cassette was damaged. The user facility decided to not repair the ventilator and it will be scrapped. No investigation has been possible, therefore the root cause of the reported alarms has not been determined.

Event description:
It was reported that there was a gas flow directly from the o2 gas module and the ventilator generated a technical error code indicating a communication error. There was no patient involvement. Manufacturer's ref #: (B)(4).